Event description:
It was reported that the patient had a neurostimulator for 3 years. Worked great till they had the battery replaced 6 months ago. After that the patient was getting a shooting pain every few hours in lower back region. Changed settings and urinating every hour all night. The patient just came from the urologist and she tested it and nothing. Dead and then for a second pain in my upper butt but otherwise dead. She talked about leads and water damage what was going on with my unit that once was a life saver.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2014, product type: programmer, patient. Product ID: 3889-33, lot# v204961, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
Additional information received noted that it was unknown if there was a 50% or greater symptom reduction. The event cause was not determined. It was noted as device related. Reprogramming was needed. The healthcare provider noted that they could not figure out why the patient was having pain and the device not able to be reprogrammed successfully. Impedances were normal. Date was noted as (B)(6) 2014. They planned to do a lead exchange/replacement which was pending. Date was noted as (B)(6) 2014. The patient was not recovered as symptoms/issue was ongoing. Outcome was unknown.